Event description:
It was reported four days after implant that the patient presented to the emergency department with report of syncope/near syncope. Evaluation found far field r-wave (ffrw) oversensing on the patient's right atrial (ra) lead. No changes were made and the ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.